Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller stated patient was to have a brain MRI and mentioned implant has not been working for a couple years. Caller was tx'd from patient services. Caller states the stimulator 'doesn't work' and hasn't worked in a year. The caller spoke with pt and determined the last time the pt charged was three years ago and they haven't tried since. The pt said the doc said 'it needs to be taken out'. Tss reviewed overdischarge (od), tss reviewed the MRI guidelines do not cover od and they should consult with doc about pursuing MRI of head. Additional information from the patient indicated that the ins stopped holding a charge. They went to the hcp office, and was told that the ins would need to be removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller stated patient was to have a brain MRI and mentioned implant has not been working for a couple years. Caller was tx'd from patient services. Caller states the stimulator 'doesn't work' and hasn't worked in a year. The caller spoke with pt and determined the last time the pt charged was three years ago and they haven't tried since. The pt said the doc said 'it needs to be taken out'. Tss reviewed overdischarge (od), tss reviewed the MRI guidelines do not cover od and they should consult with doc about pursuing MRI of head. Additional information from the patient indicated that the ins stopped holding a charge. They went to the hcp office, and was told that the ins would need to be removed. The reason for call was caller reported the patient needed an MRI but could not go into MRI because his equipment was "burnt out". Caller stated the head nurse call ed medtronic and explained everything and wanted to find out if there was any way the patient could get an MRI but there wasn't a way. Caller wanted to donate equipment. Agent reviewed with caller that they would not be able to take the equipment back with the implant still in the patient's body. Caller stated doctor did not want to remove implant. Agent reviewed info.